Manufacturer narrative:
Method: risk assesment; result: device history review could not be performed as no lot code was provided. Device evaluation could not be performed as no items were returned. Complaint history review could not be performed as no lot code was provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and/or insufficient information was provided for review. Per the IFU; "when hypersensitivity is suspected or proven, it is recommended that the tolerance of the skin to the materials that make up the implants be checked before they are implanted" and "pain, discomfort, or abnormal sensations due to the presence of the device" are known adverse effects and removal may also be recommended in "pain or abnormal sensations due to the presence of the implants. Infection or inflammatory reactions". Conclusion: the exact root cause could not be determined because the devices were not returned for evaluation and/or insufficient information was provided for review.

Event description:
It was reported that; patient received a posterior lumbar decompression infusion at l4-l5 in (B)(6) 2014. She recently started to experience a lot of aching and pain and her surgeon suggests this may be an allergic reaction to the implant.

Event description:
It was reported that; patient received a posterior lumbar decompression infusion at l4-l5 in (B)(6) 2014. She recently started to experience a lot of aching and pain and her surgeon suggests this may be an allergic reaction to the implant.